Event description:
Per the clinic, the patient experienced a loss of osseointegration subsequent to sustaining a head trauma (specific date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on september 23, 2022.